Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having low flow alarms (lfas). It was stated that the patient was hypertensive but did have a history of outflow occlusion with a stent. A computed tomography angiography (cta) was completed with no results yet. Log file review was requested and captured scattered lfas with high pulsatility index (pi) on (B)(6)2023. It was noted by technical services that most of the low flow events were unsustained and seemed to be physiological in nature.

Manufacturer narrative:
Related manufacturer's reference number: 2916596-2023-08916 (history of outflow graft occlusion). Manufacturer's investigation conclusion: a potential outflow graft occlusion could not be confirmed through this evaluation. Analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these events could not conclusively be determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported hypertension could not be conclusively established through this evaluation. The controller event log file contained events from 19dec2023. Low flow hazard alarms were captured throughout the file, which were associated with elevated pulsatility index (pi) values. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including hypertension, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, under ¿blood pressure management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.